Event description:
Discovered by qa nurse during routine retrospective review. Patient with respiratory failure, probable pneumonia on top of chronic pulmonary fibrosis who was on ventilator. On 2/25/93, patient had evidence of mi per cardiacenzymes. Physician inserted left internal jugular triple lumen catheter at 10:44 a.m. Portable chest x-ray showed malposition of line with tip location indeterminate. After consultation with surgeon and cardiologist, catheter removed. Patient's bp dropped, CPR started immediately. Echo revealed fluid in chest. Left-chest tube inserted small amount of blood and air obtained. Patient pronounced at 11:35 a.m. Diagnosed as tension pneumothorax. Swan ganz catheter placed at 10:45 a.m. And was noted to be in good position on x-raydevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.